Event description:
Per info provided by physician's office, device was removed due to "tubing fracture at base of pump and cylinder tubes, secondary to fluid leak" as reported, entire device was removed and replaced. In returned questionnaire, physician's office indicated "specific leakage site was observed in three tubings. No kinks or twisted tubing was observed at time of surgery."

Manufacturer narrative:
Resipump with attached connecttor, two cylinders, and connector attached only to two portions of tubing were received and evalauted. Three leakage sites were identified by quality assurance. One was located between pump's non-serialized strain relief junction and tubing attached to connector attached to only two portions of tubing. Second leakage site was noted in one of portion of tubing that was attached to same connector. Third leakage site was located between cylinder's strain relief junctions and tubing attached to connector that was attached only to two portions of tubing. Microscopic examination was performed. Cross sectional surfaces of all of these leakage sites were rough and irregular, indicating tears. First leakage site, near pump outlet was surrounded by tubing abrasion. Based on this pattern of abrasion quality assurance concludes that this outlet was bent and overlapping with other outlet. In addition, this, non-serialized pump outlet was received bent, indicating that it was bent for extended period of time. Second leakage site, was also surrounded by abrasion, created from contacting nearby connector. Other areas of abrasion were located on each of portionf of tubing were bent and overlapping one another. In addition, connector attached to two portions of tubing was received bent into shape of loop, similar to shape of aids ribbon. Third leakage site, in-vivo would have been connected to looped tubing. Based on received info and quality assurance's eval, qa accepts tubing tear at pump's non-serialized strain relief junction, near connector, and at cylinder strain relief junction. While in-vivo these three components were attached to one another, and positioned in such way that device experienced stress(es) in conjunction with device usage over time.